Event description:
A customer reported an altitude alarm 21 triggered by the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to clean the speaker holes and reconnect the cartridge, following which normal insulin delivery was successfully resumed. No further alarms occurred, and the customer was provided tips to prevent future altitude alarms.